Event description:
It was reported that a pull ring was missing from a homechoice automated pd set with cassette. This was noted after opening the device¿s overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. Visual inspection was performed and verified the reported condition. A pressure test was performed with no issues noted. Upon conclusion of the investigation, the cause of this issue could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.